Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis and was treated with ancef (frequency, dose, and route was unknown). The cause of the peritonitis was unknown. The patient was discharged from the hospital four days after the onset and recovered from the peritonitis. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13g18077 and h13h02046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.